Event description:
It is reported that the customer's insulin pump alarmed an a33 during priming. The blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. No a33 alarm or prime/fill anomaly noted. Unit had a scratched display window and cracked reservoir tube lip.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.